Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of 5 infusion sets cannula being kinked on (B)(6) 2024. The site of insertion was one at back of the arm and also abdomen. The symptoms of the event occured within 3 hours of insertion. The blood glucose level of the patient were between 200-250 mg/dl. Also there was bleeding at one insertion site unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 5.